Event description:
Info received indicates the brake is not holding at the foot end of the stretcher.

Manufacturer narrative:
The tech found the rocker arm broken preventing the foot end brake casters from engaging. The tech used a brake/steer upgrade to repair the stretcher.